Event description:
It was reported that the device could not be set into MRI mode. System diagnostic recorded high impedance on one lead. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000063763.

Manufacturer narrative:
It was reported to abbott a patient was unable to place their ipg in MRI mode due to high impedance on one lead. The patient had effective therapy. A lead revision is planned but has not been scheduled the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.